Manufacturer narrative:
Device evaluation was not requested as the issue was resolved by replacing the blown fuse. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported there was visual evidence of electrical discharge while plugging in the system which blew a fuse in the mobile view station (mvs). The manufacturer representative who was present for the event replaced the fuse and the system then functioned as intended. This issue was noted outside of a procedure, and there was no patient involvement.